Manufacturer narrative:
The device was received by the manufacturer and an investigation is anticipated. A follow-up report will be submitted when the investigation is complete.

Event description:
It was reported that during a craniotomy, the drill stopped functioning. The procedure was completed successfully, however, the incident caused a 30 minute delay while backup equipment was prepared for use. There was no report of additional anesthesia being administered to the patient. No patient or user injury was reported, and no other adverse consequences were alleged with this event.